Event description:
It was reported that during the procedure, two stents (xience prime and a non-abbott) were implanted in the left main artery. During use of a non-abbott guide wire, a dissection occurred in the left anterior descending artery (lad). Due to the length of the dissection (28mm) two covered stents were necessary. A 2.8x16 graftmaster stent was deployed successfully in the mid lad. A second 2.8x16 graftmaster stent delivery system was advanced but resistance was met in the left main artery, due to interaction with a stent strut from a previously implanted non-abbott stent. The non-abbott stent had been implanted for treatment of restenosis of a xience prime stent. Blood was noted in the inflation lumen of the graftmaster and balloon rupture was suspected. A syringe was connected and the graftmaster was aspirated. A noise was heard coming from the graftmaster shaft. The graftmaster stent delivery system was withdrawn from the anatomy and the device was flushed. A pinhole was visible at the mid segment of the balloon shaft. The procedure was aborted. Another procedure was scheduled for (B)(6) 2013. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.8 x 16 graftmaster stent referenced is being filed under a separate manufacturer report number. Guide wire: runthrough hypercoat. Guide catheter: tiga ebu3.5. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional reported information indicates that the 3.0x23 rx xience prime stent was implanted. At the one month followup, 99% in-stent restenosis with ischemia was diagnosed. The 3.0x26 non-abbott 3.0x26 stent was implanted for treatment of the restenosis and ischemia. Post dilatation was performed and the procedure was successful with 0% residual stenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of ischemia is listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as a known patient effect.